Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) on 2019-apr-17 regarding a patient receiving unknown baclofen (2000mcg/ml at 287mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the rep believed the patient had missed a refill. The rep was getting a call from an hcp at an emergency room (ER) due to the patient having some unknown symptoms. The rep believed the pumpwould be filled in the morning but wanted to address the symptoms at the time of report. Additional information was received from an hcp confirming the plans to refill the pump. It was noted that the patient was hospitalized at this time, and the empty reservoir alarm occurred on (B)(6) 2019. Additional information was received from a consumer on 2019-apr-19 indicating the patient had an hcp who did in house refills and in 2018-nov he referred the patient to a new hcp. The patient drove to meet the new hcp and he did not fill the pump that day. The hcp told the patient to come back, but the patient's mother got extremely ill and had a back injury and did not even think about the pump. The pump ended up going dry and they had to keep the patient in the intensive care unit (ICU). It was further noted that the hcp never called them. The patient has to refill the pump in august. The hospital told them the rep talked with the hcp and the hcp would call them, but the hcp never called. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-apr-25. It was reported that the pump was filled. The specific symptoms the patient experienced were unknown. The empty pump and symptoms were resolved.